Event description:
It was reported that the cartridge and connector became stuck in the ilet device, and the user attempted removal with pliers, which damaged the connector and rendered it unremovable; a replacement ilet was provided, and the original device was returned. Symptoms included no reported adverse health effects. Outcomes included interruption of pump use with continued cgm use on phone or receiver and replacement of the device. Investigation included review of user reports, shipping and return confirmation, and troubleshooting education. Investigation of the returned device revealed a mechanical jam of the cartridge/connector assembly with user-induced damage to the connector, consistent with a device component obstruction and physical damage preventing removal.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.